Event description:
It was reported that stent damage occurred. The 80% stenosed, 31mm x 2.8mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.75x32mm promus element plus drug-eluting stent was advanced for treatment. However, it could not advanced to the lesion and the tip of the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a promus element plus,mr,ous 2.75x32mm stent delivery system was returned for analysis and the device was soaked in a waterbath. A visual examination of the stent found that the stent was damaged along its entire length with stent struts stretched and pulled. The stent outer diameter was unable to be taken due to the stent damage. During manufacture the max stent profile is measured, was reviewed and the minimum and maximum values were both within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. The device was loaded on to a test 0.014" guidewire without issue. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 31mm x 2.8mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.75x32mm promus element plus drug-eluting stent was advanced for treatment. However, it could not advanced to the lesion and the tip of the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.